Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was received: was there any adverse consequence associated with the patient? None reported. Please provide the lot number: lot number not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the needle came off and the surgeon had to go looking for it. There were no patient consequences reported. No further information was provided.